Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer had shower and noticed that insulin pump stopped working.there was water inside of the battery compartment but they were able to dry it out. Customer noticed that there was water behind the screen of insulin pump. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap were not damaged or missed. The battery compartment and spring were neither damaged nor corroded. The display of insulin pump was not returned after insulin pump restart. Customer stated that insulin pump had fluid under display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.